Manufacturer narrative:
No lens was returned in the unit carton.

Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens tore at the trailing optic/haptic junction. The lens was removed from the eye without enlarging the incision. Another lens was inserted and a suture was placed to close the wound. This is one of two lenses for the same pt. See MFR report# 2023826-2006-01497.